Event description:
Reportedly, post-op, "after some time, I developed overgrown bone, experienced significant pain and suffered other serious injuries."

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a decompressive lumbar laminectomy at l3, 4 and 5 with a lateral mass fusion at l3- s1 with rhbmp-2/acs and removal of the recurrent l5-s1 disk herniation. At 197 days post-op, the patient presented with low back pain. X-rays indicated "normal alignment of the lumbar vertebrae. Mild disc space narrowing is present at l4-5 and also at l5-s1. Post-surgical changes are present in the abdomen and in the pelvis. There is calcification in the right lower abdomen." No complicating process is seen. At 435 days post-op, x-rays were interpreted as follows: "evidence of l4, l5 and s1 laminectomies with lateral bone graft, bone graft appears to be quite solid. There is no compression fracture or subluxation. There is also evidence of prior pelvic surgery. There is evidence of cholecystectomy. Degenerative change and disc space narrowing is seen at the l5-s1 level. In the frontal view, there is 2.5-cm x 8-mm ovoid ossific calcific density projecting superior to the right sacroiliac joint. This may represent phlebolith, however distal ureteric calculus cannot be excluded." At 949 days post-op, the patient presented for an office visit. The patient reported "return of symptoms with pain in his back and he has also noticed that he has had pain found to radiate posterolaterally up his arms." At 965 days post-op, a myelogram was interpreted to show "dorsal decompression and fusion changes at the lower lumbar levels. Decompressed appearance of the central canal. Dorsolateral indentation over the thecal sac at l3 level on the right. There is suggestion of approximation of the right exiting l3 sleeve. No gross abnormality is identified on the myelographic images of the cervical spine." A CT scan indicated, "dorsal decompression and fusion changes at l4/l5 through l5/s1 level. Decompressed appearance of the central canal at the post surgical levels. Mild diffuse disc annulus bulge and superimposed facet hypertrophy at l3/4 level result in mild central canal narrowing. The canal narrowing is located just above the postsurgical site. The disc osteophyte complex at l5-s1 level is estimated to the right and mildly indents the ventral aspect of the thecal sac, approximating and mildly displacing the right s1 in the superior lateral recess." At 1430 days post-op, a CT scan of the lumbar spine was interpreted to indicate "redemonstration of right central bony spur and some associated soft tissue density at l5-s1 with mild impression on the thecal sac." At 1458 days post-op, the patient presented with back pain and bilateral leg pain. An MRI indicated "redemonstration of small posterior fluid collection at l4-l5. There is redemonstration of prominent epidural fat extending posterior from the lower thoracic spine to the mid lumbar spine causing mild stenosis at l2-l3." At 1492 days post-op, the patient presented with bilateral posterior leg pain and cramps and numbness in the bilateral legs. An MRI of the sacrum/coccyx indicated "degenerative disc changes with a disc-osteophyte complex at the l5-s1 level at the lumbosacral junction." At 1554 days post-op, the patient presented for an office visit. Per the physicians notes, "previously had recommended an anterior lumbar interbody fusion at l5-s1. The surgery was denied by his insurance company [the patient] continues to report increasing low back pain and cramping on the left lower extremity."

Manufacturer narrative:
Review of radiographic imaging studies found as follows: (B)(6) 2006: intraoperative lateral lumbar x-ray with retractor blades and blunt hook at l5. (B)(6) 2006: ap lumbar with large laminectomy defect l3-s1. (B)(6) 2007: ap lumbar no change from (B)(6) 2006. Lateral lumbar showing degenerative disc collapse at l5/s1 with normal pl fusion noted l3-l5. (B)(6) 2008: lateral l5/s1 spot showing ddd, l5 with no change from 2007. Posterolateral fusion developing. (B)(6) 2008: lumbar CT posterolateral fusion l3-l5. Possible pseudoarthrosis l3/4. Alignment ok. No clear stenosis seen on sagittal views. Axial views not provided. (B)(6) 2008: myelogram CT posterolateral fusion noted without severe stenosis. Mild stenosis suspected l3/4. (B)(6) 2010 - MRI shows mild stenosis l2-3 only. (B)(6) 2010 - CT lumbar no significant change. Laminotomy done in interim? (B)(6) 2011: MRI lumbar solid l5-s1 fusion interbody plf as before. No significant stenosis.